Event description:
While performing preventive maintenance service, the manufacturers field service engineer reported the ventilator failed extended self testing due to a system pressure leak. During further testing, the service engineer reported the unit would not build pressure to a specified level. The service engineer replaced the exhalation valve to correct the reported problem. As noted, the finding could result in a loss of volume or pressure during operation in normal ventilation mode. Applicable final testing was performed and passed to operating specifications.